Manufacturer narrative:
Added information to section h6 (investigation findings and investigation conclusions). H11. Manufacturer additional narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Myocardial infarction (mi) due to iatrogenic closure of cx (circunflex) related to patient anatomical occurred after the peri-procedural period, including st-elevation myocardial infarction (stemi) and non-st elevation myocardial infarction (nstemi). In patients with complex medical histories and multiple co-morbidities, mitral valve repair or replacement carries a risk of coronary artery interaction due to the proximity of the circumflex artery (cx) to the mitral valve annulus. In this case the implantation of the edwards mitral valve in a complex cases the cx got occluded leading to an urgent percutaneous coronary intervention of cx and drug-eluting stent implantation. This event, or its consequences, is a known anticipated risk or potential adverse event included in the instructions for use (IFU), and there is no evidence to suggest a manufacturing nonconformance or defect contributed, thus no further evaluation is needed. Based on the information available, the most likely cause is patient factors including patients anatomy.

Manufacturer narrative:
H11: additional narrative: the date of the event is unknown; however, the article was received for publication on january 15, 2022. Therefore, the 'received date' was used as the date of event. The subject device is not available for evaluation as it remains implanted in the patient. Article citation: zawislak j, artykiewicz k, stazka j, baczewski k, wysokinski a, zapolski t. Percutaneous coronary intervention for iatrogenic occlusion of the circumflex artery following mitral valve replacement surgery. Kardiol pol. 2023;81(5):517-519. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
As per review of medical article "percutaneous coronary intervention for iatrogenic occlusion of the circumflex artery following mitral valve replacement surgery," the following event was identified as pertaining to an edwards device. A 73 years old patient underwent surgical implantation of a 27mm carpentier edwards perimount valve prosthesis in mitral position via medial sternotomy with single mattress sutures combined with coronary artery bypass grafting and surgical ablation of the atrial fibrillation substrate in the left atrium. After surgery, a 12 lead electrocardiogram showed acute inferior myocardial infarction with st segment elevation. In laboratory tests, a significant increase in cardiac troponin I was detected. Tte revealed decreased left ventricular systolic function, hypokinesis of the inferior wall, proper valve function with no paravalvular leak, mean gradient of 6 mmhg, and maximum gradient of 17 mmhg. Urgent coronary angiography was performed, confirming iatrogenic closure of the circumflex artery. A successful percutaneous coronary intervention of the circumflex artery was performed and drug eluting stent was implanted with a very good angiographic effect. The patient was discharged home 9 days after surgery in good condition. As reported, cardiac surgery was conducted under extremely challenging anatomical conditions (a deeply located atrium with a corrugated wall), which may explain the occurrence of the complication.